Event description:
Caller reported a cartridge alarm occurring during pumping, but there was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping of a replacement pump with updated software and provided training information, storage instructions, and return procedures for the problematic pump, which was to be returned within 10 days.